Event description:
It was reported that pocket exploration was performed to rule out a low-grade infection and no infection was noted. The pacemaker was repositioned to facilitate radiation therapy. The patient was stable throughout.